Event description:
The patient reported, he had been in an automobile accident and received impact at his ipg site. Since the accident, the patient does not have stimulation. The patient was getting an error message when he tried to communicate with the ipg using his external programmer. Attempts to contact the patient for follow up have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.